Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 3cg stylet with a t-lock was returned for evaluation. An initial visual observation showed a very small amount of use residue. The t-lock was measured to be positioned approximately 23 cm distal to the yellow handle of the stylet. The stylet was observed to be bent at the location of the t-lock as well as approximately 5.9 cm proximal to the distal end of the stylet. A microscopic observation revealed the stylet was bent between many of the magnets but was not broken, and the polyimide coating of the stylet was observed to be stretched at the location of the bends but was unbroken. The stylet tip was observed to be present and intact. The location and physical characteristics of the damage observed in the returned stylet as well as the event description provided by the complainant suggest the stylet was most-likely damaged during use. This damage could be caused by insertion or retraction against resistance, extension of the stylet tip past the distal end of the catheter during insertion, and excessive manipulation of the stylet during insertion/withdrawal. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an instance where it was noted that the stylet was damaged during removal.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1114 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an instance where it was noted that the stylet was damaged during removal.